Event description:
It was reported to philips that the device had worn buttons. There was no patient involvement.

Event description:
It was reported to philips that the device had worn buttons. There was no patient involvement.

Manufacturer narrative:
The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was verified that the buttons were worn and required replacement. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the rubber button. The rubber button was replaced to resolve the noted damage. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.